Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the exposed superior vena cava defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. The outer insulation of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the lead insulation and the defibrillation conductor became damaged when the "sheath was opened". The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.